Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found eschar buildup inside the device's knife track. The reported conditions were confirmed. The investigation found the knife blade was stuck on eschar buildup, which prevented the knife from advancing forward to make a complete cut. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lower anterior resection, the device malfunctioned whilst trying to seal the inferior mesenteric artery. It was working fine for some of the case and then the surgeon did about 9 seals on the inferior mesenteric artery (ima), all were successful without any problems but when tried to cut after the last seal and heard a 'crunch', the device got stuck on the tissue slightly. When it was released the device no longer worked and could not get the knife blade to deploy of a seal. The surgeon got another ligasure device and successfully completed the remaining of the operation without further incident. There was no patient injury.